Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication became stuck behind drawer 4.1. The user was unable to access the medication for dispensing and required assistance to remove the medication from behind the drawer. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that missed controlled medication. The field service engineer (fse) found medication lodged between half height drawers 4.1 and 4.2. The retractor band was also found broken and was replaced. After completing the repair, the drawers operated normally. The system functioned as intended after the field service engineer repaired the device.